Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a hole about 3cm long at the left finger. The condition the glove was received in was not it's original condition from the supplier and was used by the patient, since presence of a pvi spot was on the glove. No processes were capable of reproducing the sample condition or the reported problem. How and when the problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿- visually inspect the product for any imperfections or surface deterioration prior to use. If packaged is opened or damaged or if any imperfections or surface deterioration is observed, do not use. Use this device immediately after opening the package. After use, handle and dispose of in accordance with accepted medical practice and applicable regulations." (B)(4).

Event description:
It was reported that the glove was torn before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the glove was torn before use.